Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, pump charged successfully with replacement charging cable and customer was able to resume insulin delivery. Customer¿s blood glucose level was 148 mg/dl.